Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right atrial lead exhibited noise and capture anomaly. Noise was reproducible with isometric testing. The lead was explanted and replaced. The patient was in stable condition.